Event description:
It was reported that the patient underwent a surgical procedure to implant an inflatable penile prosthesis (ipp). Four months before the surgery, the patient had a previous ipp removed due to a perforated urethra. No further information has been reported.

Manufacturer narrative:
Event date: approximated based on event description, as device was explanted approximately four months prior to reimplant.